Event description:
It was reported that a cartridge alarm occurred during insulin delivery.. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no additional issues were reported.